Event description:
It was reported that during a thoracotomy procedure, the release button was pressed, but the device failed to open. The surgeon tried to move the device and in doing so, the pulmonary vein tore. The patient lost three units of blood immediately and the surgeon placed a clamp on the bleeder. The patient did receive blood products. Another device was used to complete the procedure. The patient is fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.